Event description:
The event is reported as: alleged issue: when using the device the wings on the product broke as well as the suture passer (needle). The surgeon was able to retrieve the needle. No reported pt injury. Current pt's condition is fine.

Manufacturer narrative:
(B)(4) - unk if device sample available. Investigation is incomplete at time of this report.